Manufacturer narrative:
Per fsr, the charging light emitting diode (led) would not illuminate after charging all weekend. The batteries were testing at 20.6 volts direct current (vdc).

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries did not appear to be charging. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified that the batteries still had no charge. He installed new batteries the unit operated to the manufacturer's specifications. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the batteries did not take a charge after being charged for eight hours. Upon receipt one of the batteries measured 10.74 volts (v) and the other 9.34 v. The voltage was too low to get a siemens measurement. After charging for eight hours the batteries had the same voltage as when they were received. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
As per the field service representative (fsr), the batteries were last replaced on (B)(6) 2015. The unit would switch over to battery but would only last for five minutes.